Event description:
On (B)(6) 2013 it was reported that the vns patient has high impedance that was discovered on (B)(6) 2013. The impedance value was greater than 10,000ohms. There has been no known trauma although the patient does have regular falls. The patient's settings were noted to be output=1.5ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min. The patient was referred for revision surgery. Although surgery is likely, it has not occurred to date. The patient's device was disabled on (B)(6) 2013 due to the high impedance. Attempts for further information have been made but no additional information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.